Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that high blood glucose was experienced and does not know why a bolus needs to be manually entered. Customer does not recall any significant events leading to the error. Customer's blood glucose was around 200 mg/dl at the time of incident and 87 mg/dl at the time of the call. Troubleshooting found that the customer's bolus wizard was shut off and the only option was to manually enter the bolus. A no delivery alarm was also found in the pump history and the customer indicated that the pump was cracked. The customer was advised on the bolus and to monitor pump and to call back if any further issues. No further information was provided.